Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00380, 3005168196-2017-00381. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to advance three ruby coils through a non-penumbra microcatheter, the physician advanced the coils a few centimeters into the microcatheter and then encountered resistance. Subsequently, the ruby coils were unable to advance further and were removed. The procedure was then successfully completed using additional coils and the same non-penumbra microcatheter. There was no report of an adverse effect to the patient.